Manufacturer narrative:
Concomitant medical products: 4298, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced non-capture at max outputs. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.